Manufacturer narrative:
IV sets from the same lot number was tested on 12/30/2014. The user reported issue was not duplicated. The IV sets tested performed within specifications. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016.

Event description:
The customer reported that the a2-80071-df model tubings had been leaking at the filter about 40% of the time for the last 3 months. They had even seen cracks in the filters. They also thought that air was getting trapped in the filters. No patient injury or harm was involved in this case.